Event description:
The malfunction reported in the initial report was discovered during preparation for use for a diagnostic bronchoscopy. The procedure was completed with a similar device with no reported delay.

Manufacturer narrative:
Update to b5 of the initial report. See b5 for further details. Correction to g2 of the initial report. "Company representative" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus did not confirm a complete image blackout but did find that the image was noisy to the point of the image being unrecognizable. It is presumed that the malfunction occurred due to water/humidity entering the subject device, causing damage to the image sensor unit/ printed circuit board in the connector. Additionally, water tightness was lost due to a cut on the bending section cover and damage on the channel tube. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.